Event description:
A customer contacted the ortho clinical diagnostics (ortho) technical solution center (tsc) to report discordant, non-reactive (negative) vitros ahcv results were obtained from a patient sample processed using vitros immunodiagnostic products ahcv reagent lots 5840, 5900 and 5921 on a vitros 3600 immunodiagnostic system. The results were considered discordant when compared to the results obtained using a non-vitros elisa (vector-best) method obtained from the same samples. Patient 2 results of 0.54 and 0.80 s/c (non-reactive) versus the expected result of reactive. Biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected. The non-reactive vitros ahcv results were reported from the laboratory. However, no treatment was initiated, altered or stopped based on the reported results. There have been no reported allegations of patient harm as a result of this event. This report is number one of two mdrs for this event. Two 3500a forms are being submitted for this event as two devices were involved. This report corresponds to ortho clinical diagnostics inc (ortho) complaint numbers (B)(4) and reportability assessment (B)(4).

Manufacturer narrative:
The investigation has determined that discordant, non-reactive (negative) vitros ahcv results were obtained from a patient sample processed using vitros immunodiagnostic products ahcv reagent lots 5840, 5900 and 5921 on a vitros 3600 immunodiagnostic system. The results were considered discordant when compared to the results obtained using a non-vitros elisa (vector-best) method obtained from the same samples. A definitive assignable cause of the false negative results could not be determined with the information provided. According to the vitros ahcv IFU: a negative test result does not exclude the possibility of exposure to or infection with hcv. Hcv antibodies may be undetectable in some stages of the infection and in some clinical conditions. Based on historical quality control results, an issue related to the vitros ahcv reagent is not a likely contributor of the event. Additionally, continual tracking and trending of complaints has not identified any signals that would point to a potential systemic issue with the vitros ahcv reagent. No precision testing was performed on the vitros 3600 system at the time of the event and therefore, an instrument related issue cannot be entirely ruled out as a contributing factor of the event. However, there was no indication of an instrument related issue as qc results were within expectations. Pre-analytical sample processing could not be ruled out as a contributing factor as it is unknown if the customer was following the sample collection device manufacturer's recommended centrifugation protocol. Improper pre-analytical sample handling could have contributed to the event. It is possible that cellular debris, due to poor sample preparation, was present in the affected samples, although this could not be confirmed.